Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was not providing therapy and was inoperable. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.